Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy pacemaker (crt-p) system revealed possible left ventricular (lv) lead loss of capture (loc) as the lv was coming in approximately 60-80 ms after trigger pacing. There are also appeared to be a single beat of right ventricular (rv) lead loss of capture (loc). Technical services (ts) recommended optimizing the av delay and evaluating rv and lv capture. This crt-p system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.